Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion in the lad that was severely calcified with 85% stenosis. The device was prepped as per IFU with no abnormalities noted during inspection before of the procedure. During the surgery, the lesion was pre-dilated with 80% stenosis remaining, but the device could not cross the lesion. The physician changed to device to complete the surgery. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: a number of stent segments were raised stretched and deformed. The stent had been stretched distally over the distal marker band. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent deformation). Patient¿s condition affected effectiveness of device (calcified lesion with 80% stenosis). Evaluation conclusions: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (calcified lesion with 80% stenosis). (B)(4).